Event description:
It was reported in 2002 that the device was used during an unknown procedure. The affiliate had no information regarding the event. It was reported in 06/2002 that the device did not fire. Another device was used to complete the case. There were no reported consequences to the patient.